Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one pve35a device was returned with no apparent damage and the tyvek was returned along with the instrument. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Outer white box and tyvek. Was sterility compromised as a result of the packaging damage? Yes.

Event description:
It was reported that the instrument packaging was breached upon arrival. There were no patient consequence.